Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) distal end failed to open. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid artery, ophthalmic artery segment aneurysm with a max diameter of 5.36 mm and a 4.12 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was 180. The angiographic result post procedure was reported as normal. The non-medtronic microcatheter was advanced using a 0.14 neuro guidewire to the m2 segment of the middle cerebral artery. After wit hdrawal of the micro guidewire, a ped2 stent was delivered through the microcatheter, with the tip end of the stent delivered into the straight segment of the m1 segment of the middle cerebral artery. With the guidewire held stable, the microcatheter was retracted to expose approximately 5 mm of the tip end of the stent; at this point, the stent did not open at all. More of the stent was deployed with the application of gentle tension, but the tip end still did not fully open. An intermediate catheter was advanced, and the stent was fully retrieved. A second attempt was then made to deploy the tip end of the stent. Using the same technique¿holding the guidewire stable and withdrawing the microcatheter to expose the tip end, but the issue persisted. The stent was then withdrawn as a whole into the internal carotid artery, and the tip end still showed poor opening and a suspected deformation was observed. After that, the ped2 stent and the microcatheter were removed together from the patient. The stent was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included stryker xt27 microcatheter.

Manufacturer narrative:
H6 updated to include code for previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.